Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds; lead dislodgement was suspected despite adequate sensing and no reported loss of capture (loc). During revision for routine device replacement, the lead was left implanted as-is due to poor venous access and the patient's small stature. No adverse patient effects were reported. This lead remains in service.